Manufacturer narrative:
Clamping system oxidized. Wrong or no maintenance at all.

Event description:
In this event it was reported that a reciproc direct handpiece would not hold files; no injury resulted.